Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt could not establish any bars when attempting to recharge. It was believed the implanted neurostimulator was either too deep or it experienced a malfunction. The pt requested a non-rechargeable device. The implanted neurostimulator was explanted and replaced with a non-rechargeable unit. No pt injury was reported. Additional info has been requested but was not available as of the date of this report.